Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced continuous, ongoing elevated blood glucose (bg) levels reaching 350mg/dl and trace levels of ketones. The customer performed infusion set site changes, correction boluses via the pump and manual injections to address the bg levels. A system check was performed using the current supplies and the pump performed as intended. Tandem technical support advised the customer to performed an infusion set site change and to consult with their health care provider to discuss diabetes management.